Event description:
A report was received that the patient was experiencing a lot of pain, swelling and bruising at the pocket site. The patient reported he could not lay flat, the spine sometimes felt very warm and pocket pain occurred at all times. The patient underwent a revision procedure wherein extensions were added. The patient was doing well postoperatively.